Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the processor pca was burnt. There was no reported patient involvement.